Event description:
It was reported that the insulin pump had an unresponsive button. Blood glucose reading was 13.2 mmol/l. The insulin pump was not bumped, dropped or exposed to moisture. No alarms were noted in the history. The problem persisted after removing the battery for 2 hours and placing it back into the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had intermittent button response due to corroded keypad trace. Minor scratched display window, cracked display window corners and cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.